Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient had "no bladder incidents and the diarrhea cleared up" within the first 2 months after implant. Around the 3rd month following implant he started noticing a loss of therapeutic affect and started to have accidents again. The patient could not feel stimulation when he was standing, but could feel it somewhat when he was sitting down. Stim was currently on, on program 2 at 3.85. The patient was told he may not always feel stimulation but "if I can't feel it, I decide to turn it up". The patient had been "refraining from liquids before bedtime" and doing things to "help me not feel anxious". The patient was taking "vesicare" <(>&<)> "impram" for urinary incontinence and retention. The patient believed "probably mental health plays a piece" with his incontinence. The patient was experiencing acute pain. When he tried increasing stim by one increment "it hurts too much". The patient also had anxiety and dizziness. The patient's primary care physician was "looking into" his problems with dizziness, loss of bladder control, and constipation. The patient was constipated which had been "on and off" and he was taking a stool softener for this problem. The ins was loose in the pocket. The patient's ins felt like "it moves around a lot easier" and "the skin is really soft there". The issues were noted following a fall. The patient had a few falls during time he spent incarcerated in (B)(6) 2012. Pt stated he had one fall down concrete steps and "fell head first, back face down". Prior to being incarcerated a technician " reprogrammed his interstim and "it was working for a little bit" and "I went right into incarceration for 3 months". Stim was on at the time he was incarcerated and when her got out it was off, but he turned it back on. The patient had tried all 4 programs and had also tried adjusting stimulation. The patient was currently living in an adult group home. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient thought his issues were resolved until (B)(6) 2012. The patient had received helped in (B)(6) 2012 and last saw his health care provider (hcp) in (B)(6) 2012 but then his hcps switched. The patient still had concerns with his device or therapy but had not sought further help.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 889-28, lot# v948945, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).